Manufacturer narrative:
Date of event is estimated. E1 reporter address line 1: (B)(6).

Event description:
It was reported that the patient experienced ineffective therapy. Impedance check revealed high impedances. Reprogramming was unable to resolve the issue. Additionally, the ipg did not connect to external devices. As such, surgical intervention may take place at a later date to address the issue.